Manufacturer narrative:
Product is not returned as it is still in service. Additional information has been requested to the representative. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was repositioned as it exhibited loss of capture and high pacing thresholds. This lead remains in service. As this lead was repositioned and remains in service, reasonable evidence suggests this lead exhibited dislodgement. No additional adverse patient effects were reported.